Manufacturer narrative:
Quality control recovery was not acceptable on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The total bilirubin reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible total bilirubin assay results for four patient samples tested on a cobas c 503 analytical unit. The first sample initially resulted in a total bilirubin value of 51 umol/l and it repeated as 8.5 umol/l. The second sample initially resulted in a total bilirubin value of 42 umol/l and it repeated as 3 umol/l. The third sample initially resulted in a total bilirubin value of 31 umol/l and it repeated as 4 umol/l. The fourth sample initially resulted in a total bilirubin value of 45 umol/l and it repeated as 29 umol/l.